Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results once the investigation is complete.

Event description:
It was reported that a technician was performing a rate accuracy test during preventative maintenance and discovered the unit was under infused. The technician was expecting a rate of 12ml but the actual rate was 10.3ml. Rate calibration was not completed. Customer clarified that device was not used on a patient at time of issue.